Event description:
Customer called because dr told her that her hba1c test indicated that her blood sugar reading should have been in the 250 mg/dl range, and she has been getting readings in the 100 mg/dl range. Found that the meter was in mmol/l and she has been interpreting 10.0 mmol/l as 100 mg/dl. She has been using this meter for a few months this way. The meter has been reset to mg/dl.